Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. Additionally, no physical damage of the device was confirmed at where the foreign material remained. It was unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. However, the reported event is likely due to insufficient reprocessing. A definitive root cause cannot be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope bending section cover had foreign objects. There were no reports of patient involvement.